Event description:
Customer reported that a pt presented with a wound dehiscence a few hours after surgery. The pt was returned to surgery for repair. No further info was provided.

Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Wound dehiscence occurred. Results - rep samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum requirements. Conclusion - no failure detected and the product exceeds tensile strength requirements.